Event description:
Complainant alleged that during functional testing, the device's one step pacing cable was damaged and unable to attach electrodes. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the product for evaluation and this complaint is still under investigation.